Event description:
It was reported that the device exhibited error codes 46223,46221,358. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage, initial customer report indicated issue of 46223 (damaged motherboard). Complaint was replicated. Motherboard was replaced. Performance verification testing was performed: device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.